Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the battery charger/modem would not recognize a battery and would reset. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on the ca board. Additionally, c404 was knocked off of the bedside board and u13 was internally shorted. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. The root cause for the bga failure could not positively be identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned charger sn (B)(4) indicating that it was resetting.